Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the lead found it was returned in two segments; cut as a result of the explant procedure. Microscopic inspection and a continuity check of the paddle end segment found broken wires and opens that confirm the root cause for high impedance found in the field. The fractured wires found in the paddle segment are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead was showing high impedances. In turn, surgical intervention was undertaken wherein the system was explanted.